Manufacturer narrative:
MDR 2183456-2019-00014 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR.

Event description:
On (B)(6) 2018, an ad-tech clinical specialist attended a case where the doctor experienced an issue with a broken drill bit. According to the clinical specialist, it was stated that the doctor was drilling into the patient's skull and halfway through, the drill bit snapped off. There was no known impact to patient safety.